Manufacturer narrative:
(B)(4)

Event description:
It was reported "ruptured iabc". Additional information states " it was noted the rupture presented as the helium driveline completely filled with blood. Iab catheter was removed with no issues. Patient safe and stable, no complications during and after removal". The iab catheter was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was noted connected to the iabc short driveline tubing; liquid blood was noted within the data-scope inflation driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 10.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Liquid blood was also noted within the iabc helium pathway. The customer submitted photo was reviewed. The photo shows the iabc se-rial number. The serial number (gl32530) identified in the photo matches the serial number reported on the complaint report. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 21.7cm to 23.2cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 22.4cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 10.1cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "ruptured iabc" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion, which allowed blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "ruptured iabc". Additional information states " it was noted the rupture presented as the helium driveline completely filled with blood. Iab catheter was removed with no issues. Patient safe and stable, no complications during and after removal". The iab catheter was not replaced. The patient's current condition is reported as "fine".